Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a cyber security update was attempted vis-à-vis the patient¿s pacemaker but was unsuccessful. As a result, the pacemaker defaulted to back-up vvi. The original firmware was then successfully downloaded and the original settings were restored. The patient did not experience any symptoms.